Event description:
This involves a staff member, not a pt. As she was removing the wand from the bleach bottle, the line popped off the dialysis machine, causing bleach to spray under her face shield & into both eyes.